Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 17 years and 9 months. Based on the op report, this patient has a history of 2 prior mitral valve replacements (mvr). The patient now presented with severe paravalvular mitral regurgitation (mr) and class iii congestive heart failure. The mr was confirmed via echocardiography. It was also noted that the patient had a history of mitral valve degeneration and now presented again with suspicion of degeneration of this prosthetic valve. The patient was referred for redo-mvr. Upon removal of the old valve, slight calcification was noted on one of the leaflets but it was still intact. There was a paravalvular leak along the lateral edge of the prosthesis. There was no evidence of endocarditis. The device was replaced with a new edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the reported finds on the device could not be confirmed. Although the root cause of this event could not be conclusively determined, it appears that the degenerated valve likely caused the paravalvular regurgitation. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve).